Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient is still having pain but it's not just localized to implant site. It is not believed to be device related. The recipient will be managed per center protocol and pain is managed by neurologist. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and non-auditory sensations. A CT scan confirmed device placement. The recipient is reportedly seeing a neurologist for pain. The recipient was reportedly prescribed meloxicam. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.